Manufacturer narrative:
An event of shortness of breath, fatigue and chest pain after the day of procedure was reported. Also reported that the patient was transported to the emergency department as the patient symptoms worsened and an echocardiogram showed that the amulet had embolized out of the left atrial appendage, across the mitral valve to the left ventricle. It was noted that the mitral valve had a single leaflet device attachment (slda) that was not caused or contributed by the amulet embolization. The patient was then air lifted to another facility and expired a few hours later. Information from field indicated that the patient had very challenging anatomy and that the amulet was partially recaptured twice during the procedure. The laa had a shelf on the proximal side, which was why deployment of the device was challenging. After deployment of the amulet, an aggressive push/pull test was performed twice for 30 seconds. On transesophageal echocardiography, the device did not move with observation and the close criteria were met. Field also indicated that there was no leak around the lobe of the device. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant. The patient had very challenging anatomy after the review of the computed tomography (CT) scan. The landing zone was measured to be 18-28mm depending on view angle. The ostium was measured to be 18-38mm depending on view angle. The depth was measured to be 24-25mm. The patient was in normal sinus rhythm. The left atrial pressure at the time of procedure was 15mmhg, and fluid was given during procedure. During the procedure, the amulet was partially recaptured twice. The laa had a shelf on the proximal side, which was why deployment of the device was challenging. After the first partial recapture, the user elected to get better alignment in ball formation outside of the ostium. The device was able to get past the shelf and land in an acceptable position in the 45 degree view and 135 degree view. After deployment of the amulet, an aggressive push/pull test was performed twice for 30 seconds. On transesophageal echocardiography (tee), the device did not move with observation. The close criteria were met. The compression of the device was in between a tire and a roman helmet shape. It was reported to be "not a perfect implant" but acceptable with the given anatomy. Tee was observed for flow and final fluoroscopy was observed, and the device was then released from the delivery cable. There was no leak around the lobe of the device. Soon after the procedure, the patient had shortness of breath and fatigue which was attributed to anesthesia. The patient was discharged the same day of the procedure. On the day after the procedure, (B)(6) 2023, the patient had shortness of breath, fatigue, and chest pain. On (B)(6) 2023, the patients symptoms worsened. On (B)(6) 2023, emergency medical services (ems) was called, and the patient was transported to the emergency department. An echocardiogram was performed, which showed that the amulet had embolized out of the left atrial appendage, across the mitral valve, and to the left ventricle. It was noted that the mitral valve had a single leaflet device attachment (slda) mitraclip that had been implanted on (B)(6) 2023. It was reported that the amulet embolization did not cause or contribute to the slda. The patient was then air lifted to another facility. The patient passed away a few hours later on (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant. The patient had very challenging anatomy after the review of the computed tomography (CT) scan. The landing zone was measured to be 18-28mm depending on view angle. The ostium was measured to be 18-38mm depending on view angle. The depth was measured to be 24-25mm. The patient was in normal sinus rhythm. The left atrial pressure at the time of procedure was 15mmhg, and fluid was given during procedure. During the procedure, the amulet was partially recaptured twice. The laa had a shelf on the proximal side, which was why deployment of the device was challenging. After the first partial recapture, the user elected to get better alignment in ball formation outside of the ostium. The device was able to get past the shelf and land in an acceptable position in the 45 degree view and 135 degree view. After deployment of the amulet, an aggressive push/pull test was performed twice for 30 seconds. On transesophageal echocardiography (tee), the device did not move with observation. The close criteria were met. It was reported to be "not a perfect implant" but acceptable with the given anatomy. Tee was observed for flow and final fluoroscopy was observed, and the device was then released from the delivery cable. There was no leak around the lobe of the device. Soon after the procedure, the patient had shortness of breath and fatigue which was attributed to anesthesia. The patient was discharged the same day of the procedure. On the day after the procedure, (B)(6) 2023, the patient had shortness of breath, fatigue, and chest pain. On (B)(6) 2023, the patients symptoms worsened. On (B)(6) 2023, emergency medical services (ems) was called, and the patient was transported to the emergency department. An echocardiogram was performed, which showed that the amulet had embolized to the left ventricle. The patient was then air lifted to another facility for cardiovascular surgery. The patient passed away a few hours later on (B)(6) 2023.